Manufacturer narrative:
Exact date unknown, issue had been present for six months. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 18649742.

Event description:
It was reported that the patient had been treated with narcotics due to ipg pocket pain. It was also noted that the patients therapy was inadequate and becomes overstimulating if turned up to compensate for pain level. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned as it was kept by the medical facility.